Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "percutaneous treatment of multivalvular heart disease following previous sternotomy".

Event description:
The article "percutaneous treatment of multivalvular heart disease following previous sternotomy" was reviewed. The article presented case study, to evaluate the outcome for a patient with a long-standing history of multivalvular heart disease. Devices mentioned include triclip and non-abbott devices. The article concluded that since his initial paravalvular leak closure, he has successfully undergone tavr, ttvr-in-triclip, and tmvr-in-valve procedures without complications. He has been maintained on warfarin for atrial fibrillation and continues to enjoy a satisfactory quality of life. [(B)(6)]. The date of procedure was not provided. A total of 1 patient was included in this case study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(6), unk triclip. Peri- and post-procedural complications included single leaflet device attachment (slda), recurrent tr, additional procedure.